Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6). Reporting address line 1: (B)(6).

Event description:
It was reported to philips that while performing routine maintenance on the heartstart xl+ defibrillator, the device continually issued an alarm indicating a failure in the therapy implementation testing. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator, indicating that while performing routine maintenance on the device, the device continually issued an alarm indicating a failure in therapy implementation testing. After turning off the device and restarting it for self-testing, the failure message persisted. According to the available details, a third-party evaluated the device and performed the repair. The device was reportedly returned to full functionality after the repair was made. However, no further details regarding the repair were provided. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.